Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device would not power on, even when connected to alternating current (ac) power. There was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported issue. The customer reported that the v60 would not power on when plugged into ac. They were advised to install a known-good battery to determine whether the device would power up. The customer subsequently provided an email with a photo of the pneumatic screen after installing a different battery. Review of the information showed no 24 vdc present. The customer also confirmed that multiple power cords had already been tried. Based on these findings, replacement of the power supply was recommended. The investigation is ongoing.

Manufacturer narrative:
The customer performed replacement of the power supply which resolved the reported issue. The ventilator successfully passed all required performance verification tests, including testing with a test lung, confirming proper functionality. The device has been returned to service. The defective power supply was retained and disposed of by the hospital in accordance with electronic waste disposal procedures. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.